Manufacturer narrative:
The customer was provided with a replacement device. The customer's device has not been returned to stryker for evaluation. The reported issue could not be verified, and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was returned to the product assessment center (pac) for evaluation. It was determined that the cause of the reported issue was isolated to the reed switch sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.